Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was first discovered when a boston scientific representative was programming this patients implantable cardioverter defibrillator (ICD) device in preparation for a magnetic resonance imaging (MRI) scan. The patient reported not receiving any device shocks to date. A remote follow-up was performed and the issue was discussed with the physician. The patient then came into the office and the ICD device ventricular tachycardia and ventricular fibrillation duration time settings were reprogrammed. The rv lead was subsequently reported to have exhibited oversensing of the noise, which resulted in pacing inhibition with no asystole observed as well as inappropriate anti-tachycardia pacing (atp) therapy. The rv lead was explanted and replaced. No additional adverse patient effects were reported.